Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery depleted quickly. In addition, it was reported that cartridge pigtail was cracked and that "multiple pump failures" occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to follow up with the customer; however, a response was not received.